Event description:
It was reported that bd flunt fill needle with filter was not working. This occurred on 2 occasions during use. The following information was provided by the initial reporter: we would like to inform you of a complaint from a customer concerning the above stated eylea filter needles. It was reported that the filter needles did not work. We checked both needles with water. With needle no. 1 no water could be drawn up. With needle no. 2 water could be drawn up. But it seems that no filters are in the needles.

Manufacturer narrative:
H.6. Investigation: two (2) samples were provided by the customer for investigation. The samples were connected to a syringe and a dye and water mix was attempted to be drawn into the syringe. The dye and water mix was able to be drawn into the syringe through both needles indicating that the needles were not clogged. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion bd was not able confirm the condition reported by the customer as the dye and water mix was able to be drawn through both needles. Therefore, no corrective or preventative actions are proposed in the scope of this complaint. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. PMA/510(k)#: class I exempt a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd flunt fill needle with filter was not working. This occurred on 2 occasions during use. The following information was provided by the initial reporter: we would like to inform you of a complaint from a customer concerning the above stated eylea filter needles. It was reported that the filter needles did not work. We checked both needles with water. With needle no. 1 no water could be drawn up. With needle no. 2 water could be drawn up. But it seems that no filters are in the needles.